Event description:
I'm reaching out because I had a serious issue with a mouthguard I bought through (B)(6). After using it, I ended up with dental problems and an allergic reaction, which had to be treated by a tmj specialist. I've already contacted (B)(6) about this, but I still haven't been given any real solution. What worries me more is that I searched the FDA database for the company that makes this mouthguard, and I couldn't find it listed anywhere. When I mentioned this to (B)(6), they told me not to worry, but I honestly can't rest easy without some clear answers. Could you please look into this and let me know what can be done to resolve it? I'd appreciate it if you could help sort this out soon, given the health issues I've had because of the product. This is the (B)(6) mouthguard I bought: (B)(6).